Event description:
Cracked or broken pivot point.

Manufacturer narrative:
The lab eval confirmed a broken pivot point. Broken pivot point. Abbott standard procedure includes attempting to obtain all required info from the source.